Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observation with the caller. A review of the device data did not identify any recorded events in the past 72 hours and the device function was normal. The root cause of the syncopal event was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced a syncopal event. No adverse patient effects were reported.